Event description:
In 2006, pt received reading of 36.6 mmol/l which he interpreted as 36.6 mg/dl. The meter was in the incorrect unit of measure. Pt was treated with IV insulin for severe hyperglycemia.